Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. Results of investigation: a vyaire third party service technician was able to verify the customer's reported issue. Bench testing revealed a malfunctioning flow valve. The service technician replaced the flow valve and the reported issue was resolved. The device passed all testing and met all vyaire manufacturer specifications.

Event description:
It was reported to vyaire that the lap top ventilator 1150 was delivering higher tidal volumes than what was set while connected to a patient. The customer stated that the device was set to deliver 500mls, the unit would deliver 560mls. The customer confirmed that there was no patient harm associated with the reported event